Manufacturer narrative:
2/17/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a thorocoscopic lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon converted to a laparotomy and resected the application site with another instrument.